Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette failed to vent during a procedure. Additional information and sample has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 15, 2014. Based on qa assessment, the product met specifications at the time of release. The fluid management system (fms) lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. A sample was not received to date for this complaint report; visual inspection or functional testing could not be conducted. It is unclear how the fms reportedly failed. The system was found to meet specifications. The root cause of the customer's complaint could not be established as a sample has not returned and system met specifications. Without a sample, it is not possible to isolate the root cause. Quality assurance will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).